Event description:
Philips received a complaint by the customer on the v60 indicating that the unit does not turn on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and confirmed the reported issue. The fse then replaced the power management (pm) printed circuit board assembly (pcba) to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The power management pcba was returned to the philips investigation lab (pil) for failure analysis. Pil confirms the complaint of device not powering on after applying ac power and depressing power button. Voltage readings confirm depressing the power button causes a change in voltage at q48 which should cause the u10 to initiate the power on sequence. U10¿s vdd, avdd, pwr_good, 35v_mon, 24v_ols_mon, and nproc_pwr_fault signals are present and approximately equivalent to a known good power management pcba. This suggests that the u10 is the likely failed component.